Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units device shuts off by itself. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: 07000 a getinge field service engineer after checking the unit it was intervened due to the error that the device shut down approximately 5 minutes after it started working. Measurements of the device's power cable and power supply battery voltage line were made and the values were found to be normal. The device was operated with the test catheter and it was determined that it turned off within a short time. The new power supply unit, which was brought for trial purposes, was mounted on the device and tested, and the device was operated with the test catheter for approximately hours and no errors were observed. It has been determined that the power supply unit of the device is defective. In response to the purchasing request of the institution, the new power supply was mounted on the device and the necessary checks were made and the device was delivered as intact/functional.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a